Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient's capsular contracture was baker grade ii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient's capsular contracture baker grade is now IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: 200cc mentor memorygel breast implant catalog: 3502004bc lot: 7399400 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old (B)(6) female patient who underwent breast prostheses implantation with two 200cc mentor memorygel breast implant on (B)(6) 2019, developed baker grade iii capsular contracture on the left side less than a month post implantation. The patient reported gradual hardness and visible changes in her left breast, causing her embarrassment, pain, and an anxiety attack. The patient reports she is excessively stressed, worried, anxious and depressed due to this issue, and that she cannot sleep at night due to the pain. The patient underwent surgical intervention on an unknown date to correct capsular contracture, however, the breast is becoming harder and harder and has raised 4 inches higher. The patient also reported she had traumatic experience at physicians office prior to surgery and feels as if the surgery was completed without her consent. This incident caused her not to believe in the medical field ethics/professionalism or in the mentor implants due to her need for an additional procedure and recurring capsular contracture. No date of explantation or additional revision date has been reported thus far. No product issue, such as rupture, was reported.